Event description:
It was reported that the patient presented to the hospital not feeling well. During surgery to replace the pulse generator, the ventricular lead was noted to be -broken-. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.